Event description:
A customer reported a malfunction with their insulin pump, which was identified as malfunction 12. There was no adverse impact to the customer's blood glucose level. Although the issue was resettable, the customer had experienced at least three occurrences of the same malfunction. As a resolution, technical support arranged to send a replacement pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and understood how to return the faulty pump using the provided pre-paid label.